Event description:
Caller reported a malfunction on pump, indicated by malfunction code malf 16-0x20e6. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support decided to replace the pump and informed caller about replacement pump with updated software, backup therapy using mdi, and necessary steps for storage mode. Customer acknowledged instructions, confirmed shipping, and was to return malfunctioning pump to tandem.